Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified antibiotic (dose, route and frequency were not reported) for an unspecified indication. At the time of this report, it was reported that only four days had passed since the hospital admission, the patient has not improved and has not recovered from the event however, the patient was considered to be in the process of recovery. Pd therapy was ongoing. No additional information is available.